Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.